Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were high impedances on electrodes 2, 4 and 5. There were no factors noted that could have led to the issue. The rep programmed around electrodes 2, 4 and 5. The issue was resolved. No further complications were reported.